Event description:
It was reported that there was a suspected defective lead as no response was seen from the distal electrode while testing the lead intra-operatively. As a result, the lead was never implanted and another product was used which worked. No symptoms were associated with the event.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28 lot# va0uem0, product type: lead. Product ID: 3889-28, lot# va0 uf2a, implanted: (B)(6) 2015, product type: lead. Product ID: neu_unknown_prog, product type: programmer, physician. (B)(4).